Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that his one touch ultra test strip was ¿not filling up properly¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on ¿ (B)(6) 2015, 2:45 -2:49¿ his onetouch verio test strip was not filling properly. The patient manages his diabetes with a combination of medications including ¿humalog, victoza and levemir¿ and on ¿ (B)(6) 2015, 11:30am¿ continued with his usual dose of medication including sliding scale. The patient stated that ¿10 minutes¿ before the alleged product issue began; he developed the symptoms of ¿anxiety, sweaty and hypo¿. On ¿ (B)(6) 2015, 2:50¿ the patient reported he self-treated with ¿glucose tablets/gel¿. At the time of troubleshooting, the cca determined that the issue was not resolved through training. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.